Manufacturer narrative:
Investigation summary: there were photographs for review. The customer provided these photos above for evaluation. In the image it showed a di-60 set. It¿s not possible to see the failure mode ¿leaking¿ reported in the complaint. According to the visual inspection the failure mode reported in the complaint was not confirmed. No root cause established. A device history record could not be completed as no lot number was received.

Event description:
It was reported that with the device the part where the gas-vent filter and the blood transfusion route (a tubing) were connected was leaking. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and device was found leaking. The leak is due to insufficient solvent coverage error during assembly.